Event description:
Per the clinic, the patient presented to the emergency room on (B)(6) 2026 due to an infection with purulent discharge at the implant site. Subsequently, the patient was hospitalized for 48 hours and treated with IV antibiotics (specific date not reported). The patient was placed under general anesthesia on (B)(6) 2026 for a revision surgery (incision and drainage) to remove the pus at the implant site and the device was also explanted during the same surgery. Reimplantation is planned but has not taken place at the time of this report.